Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that small air bubbles in their tubing or reservoir. Customer stated that they had air bubbles and that could cause them high blood glucose events. Customer stated the bubbles were champagne size but there was a lot in the tubing. They stated the bubbles were champagne size but there were a lot in the tubing. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Air bubbles were not removed successfully. The device will not be returned for analysis.